Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after use the needle only partially retracted with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: (1 of 2) it was reported that the 25g utpbbcs did not retract all the way after activation, about 1/2 of needle is still out. 25g utpbbcs did not retract all the way after activation. About 1/2 of needle is still out. We had another incident last night with a push button wis not fully retracting, this is the second time that I am aware of. I have the packaging from this incident, lot #9029586. The needle retracted only halfway, the click sound was normal so the phlebotomist thought it had fully retracted. He only noticed that the needle was sticking halfway out when he went to dispose of it in the sharps container. Is this a known issue? It concerns me as it can create a safety issue and possible exposure to the employee.

Manufacturer narrative:
Medical device type: jka, fpa. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the needle only partially retracted with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: (1 of 2). It was reported that the 25g utpbbcs did not retract all the way after activation, about 1/2 of needle is still out. 25g utpbbcs did not retract all the way after activation. About 1/2 of needle is still out. We had another incident last night with a push button wis not fully retracting, this is the second time that I am aware of. I have the packaging from this incident, lot #9029586. The needle retracted only halfway, the click sound was normal so the phlebotomist thought it had fully retracted. He only noticed that the needle was sticking halfway out when he went to dispose of it in the sharps container. Is this a known issue? It concerns me as it can create a safety issue and possible exposure to the employee.